Manufacturer narrative:
Records indicate the device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple shocks for rapidly conducted atrial fibrillation (af). The fourth shock induced ventricular flutter which then turned in ventricular fibrillation (vf). The device was unable to convert the vf. The patient was transported to the hospital and was able to be externally converted. The patient was admitted to the intensive care unit where they subsequently expired.